Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed no unexplained reboots. A visual inspection of the pump showed no damage to the battery compartment or the returned battery cap. The battery cap contact dimensions measured within specifications. The returned battery cap was able to fully attach on to the pump. The pump was then exercised for 24 hours with no power issues. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. There was allegedly no damage to the pump or battery cap. There was no reported moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.